Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-07924 it was reported the patient was receiving inadequate stimulation. An impedance check revealed high impedance issues. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue. Both of the patient's leads are being reported because it is unknown which lead is liable.